Event description:
Previously reported problems with the 2-way stopcock in the kendall curity thoracentesis tray. Recurred x 2 today. Md reported it impossible to withdraw through stopcock as per directions. As they have known about the potential for this problem, no pt was harmed, or placed at risk. 3 trays were opened before the 2-way stopcock performed appropriately.